Manufacturer narrative:
The malfunctioning device will be returned for evaluation as part of the complaint investigation. Upon receipt, it will be investigated. The results of this investigation are still pending and will be reported to the FDA within thirty days of its conclusion via a follow-up MDR.

Event description:
PICC started leaking from butterfly area after dressing change. Piv started after PICC removal.

Manufacturer narrative:
We received the catheter with sliding clamp and a needle-free connector (not a vygon germany product) as faulty sample. The attempt to flush the catheter with water was successful and revealed a leakage at the wing. Microscopic examination showed a tear at the catheter wing that caused the leakage. The tear showed a typical rough surface consistent with tensile forces. In general, there are various events that can lead to a leaking catheter: 1. Tensile force, which may be caused by: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissor, forceps or scalpel) during dressing change. 3. Alcohol-based disinfectant - concerning this, in the IFU it is stated: be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it" and "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. The customer also reported that an alcohol-based disinfectant was used, which can contribute to catheter damage. Additionally, a manufacturing defect can be ruled out, as each catheter undergoes flow and leak testing during production, and this catheter did not exhibit any leakage for 5 days and 6 hours. The component batch history records could not be reviewed, and it could not be determined whether any deviations occurred, as the lot number was not provided by the customer. However, each catheter undergoes flow and leak testing during production as part of the quality control process. Corrective action: since the catheter functioned as intended for more than 10 days before the leakage occurred, we do not believe the defect is manufacturing related. Any manufacturing problems that could cause a leak would likely have been detected by the user during the initial flushing of the catheter. Therefore, no further corrective action has been initiated by quality management at this time.

Event description:
PICC started leaking from butterfly area after dressing change. Piv started after PICC removal.